Event description:
This procedure is part of (B)(6). A second stent (unknown make and model) was placed due to a dissection with the protege rx.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4): stent implanted (B)(6), 2012.